Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty input/output card. The device was evaluated upon receipt. It was confirmed that the input/output card was faulty. The input/output card was replaced. The as5000 system was evaluated for functionality. And results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The as5000 passed all functional tests after 45-hour burn in completion. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that there was no flow pump on arctic sun device. Per the clarification received on 17oct2023, it was confirmed that the pump was not missing, but had faulty. Per sample evaluation results received on 28dec2023, it was noted that the input/output card and level sensor were faulty.

Event description:
It was reported that there was no flow pump on arctic sun device. Per the clarification received on 17oct2023, it was confirmed that the pump was not missing, but had faulty. Per sample evaluation results received on (B)(6) 2023, it was noted that the input/output card and level sensor were faulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.